Event description:
It was reported by a peritoneal dialysis (pd) patient that a liberty select cycler screen went blank during power up phase. The patient pressed ok/stop and touched the screen, but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The tech services replaced the cycler due to the blank screen. The patient will perform capd/manuals as needed in the absence of the cycler. The patient was advised to discontinue the use of the cycler and to contact pd registered nurse (rn) to inform of the replacement. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.